Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the lms final investigation. The user did not provide result of culture test which was performed in the third-party labs. Additionally, the user did not provide information on reprocessing steps. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: 0 cfu/endoscope (0 cfu/100ml). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: biopsy/suction channel. Cfu: 0 cfu/endoscope (0 cfu/100ml). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: 0 cfu/endoscope (0 cfu/100ml). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 0 cfu/endoscope (0 cfu/100ml). Bacterial identification: n/a. The device was evaluated where foreign material was found adhered to the plastic distal end cover. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no report of damage to the area where the foreign material was detected, and it was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU) as the reprocessing steps were not provided by the user. Therefore, the cause of the material remaining in the device could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were culture and showed no detection. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination three consecutive times. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.